Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Per sales rep, during a primary right hip surgery the surgeon attached the impacter to the targeter. The impacter was hit with a mallet; the tip that holds the nail of the targeter snapped off.

Manufacturer narrative:
Evaluation revealed the g3 plus target device to be the primary product. No associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for 3 and a half years we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The target device is completely broken off in the area, where the metal connector for nail reception is pinned to the carbon fiber targeting arm. The appearance of the breakage lines (displaced and frayed layers at both fragment parts) lead to the assumption that the target device broke due to excessive bending forces in conjunction with sudden force applied on the top of the device (e.g. Hammer-blows upon re-positioning or removal of the nail). The operative technique explicitly instructs amongst others: ¿the impactor should not be utilized to force the nail down the canal¿ the use of an impactor, if necessary, has to be done very carefully and gentle. Further the target device must not be bent in any way. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Per sales rep, during a primary right hip surgery the surgeon attached the impacter to the targeter. The impacter was hit with a mallet; the tip that holds the nail of the targeter snapped off.